Event description:
It was reported the patient never had therapeutic effect; he never got pain relief and his pain was now getting worse. The patient¿s health care provider (hcp) reported that the patient has a history of failed back syndrome with post laminectomy syndrome. The patient had the device implanted due to pain in the back of his legs and going down his lower back as well. The hcp has not seen the patient since trial but he has been seen by a neurosurgeon. On (B)(6) 2014 the device was adjusted two times, no relief, so the patient received an injection.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient never had therapeutic effect. The patient hadn't recharged the implantable neurostimulator (ins) because therapy wasn's really doing them any good and this event occurred in (B)(6) 2015. It was reported that therapy hadn't/ wasn't doing the patient any good since the date of implant. They were still having pain from lower back to the brain. The patient had attempted to contact the manufacturer representative (rep) regarding these issues but had not heard a response. The patient was 91 years old and couldn't even remember what they had for breakfast. An ins overdischarge was suspected.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that the patient was in constant pain. The patient went back twice for reprogramming but it never did any good; it may have worked for the first day or two after implant but then it was back. The patient thought the trial device worked. The patient requested other physician listings and a manufacturer's representative (rep) was contacted to see who patient could connect with to have his stimulator adjusted. The last time the patient saw a doctor, it was recommended he get an epidural shot for his back pain which he did but it was not effective for his pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received,a follow-up report will be sent.